Event description:
It was reported that during a diagnostic procedure, a shaft break occurred. The lesion being treated was located in the right coronary artery (rca). The impulse pigtail catheter was being advanced with approx 2/3 of the catheter inside of the pt. The impulse pigtail catheter twisted and then was unable to be moved either forward or back. With some force the mid catheter broke with the proximal end in the sheath. An interventional wire was then inserted into the sheath followed by a sheath dilator and all including the catheter fragment were pulled out together. The pt did not experience any symptoms during this event. Proximal to the sheath there was tortuosity that may have contributed to the catheter twisting. The pt developed a small hematoma at the access site the next day, however, was discharged with no complications.